Manufacturer narrative:
The site operating room (or) staff declined to provide patient information, citing (B)(6) data privacy protection. On 07/20/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 08/09/2016 a medtronic representative, following-up at the site, reported the issue occurred prior to the first 3d scan. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, according to the site nursing staff, the imaging system 3d scan stopped before finishing the complete circulation. The surgeon opted to complete the procedure without the use of the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that there was a reported delay to the procedure of less than 1 hour due to this issue.